Event description:
Rec'd a report for a male pt with a diagnosis of "right pseudophakic glare and diffraction". Patient complained of noticing a pattern of radiating lines and colors in certain light conditions following implantation of an intraocular lens. A yag laser capsulotomy was performed on 6/17/98 with no significant relief of symptoms. The consulting physician believes symptoms may be lens related. Lens remains implanted.